Event description:
The consumer reported that the device was not as strong as it used to be, not as rigorous. The patient was increasing stim. She planned to discuss with the health care professional. It was also noted she was having the device replaced soon. This was considered a sudden change in therapy/ symptoms. The patient did not really know when the issue started. She was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.